Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on (B)(6) 2026, a physician performed a right femoral temporary catheter placement procedure on a patient. During the procedure, blood and air leakage were detected from the puncture needle; however, the patient was not harmed. The needle was immediately replaced with a new one, and the puncture was completed.